Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. The pump tubing was not returned for analysis as it was cut down to the pump block. The component passed leakage evaluation; however, it did not pass activation test during functional examination. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications.